Manufacturer narrative:
The lead reamins implanted with the new device. As no further information concerning this report is expected, our investigation is complete. An amended report will be submitted should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead were successfully implanted. However, when they moved the patient from the table to recovery, the patient experienced asystole for greater than two seconds. Additionally, the patient received two inappropriate shocks. Strips ran during troubleshooting showed noise that may have been consistent with air bubbles; however, it was difficult to determine the cause of the noise. It was noted that the rv pacing and shocking impedance measurements were normal. Electromagnetic interference (emi) was not suspected. A boston scientific technical services consultant discussed air bubbles were possible, but they could not rule out a potential lead or connection issue, or emi. A decision was made to replace the device. A new device was connected to the existing leads. The electrograms (egms) were all clear, with no noise present. The clinician then noted that the shock impedance reading was greater than 125 ohms while the physician was closing the pocket. Brief troubleshooting revealed the df-1 terminal pin and the port plug had been switched in the device header. These were corrected and all lead measurements were within normal limits. There were no further adverse patient effects.